Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading and the meter bg reading was unknown. No additional patient or event information was available. A root cause could not be determined. Customer declined further troubleshooting with tandem technical support.